Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on a vitros 5600 integrated system. There was no evidence to suggest that an instrument issue occurred, though this could not be ruled out entirely. The investigation was unable to determine a definitive root cause. The vitros phbr reagent and an instrument related event cannot be ruled out as potential contributing factors. In addition, control fluid storage/handling or an issue with the biorad control fluids themselves could not be ruled out as additional contributing factors. The root cause of this event is unknown, and the investigation is ongoing.

Event description:
The customer obtained imprecise vitros phbr quality control results on a vitros 5600 integrated system. The following vitros phbr results were obtained from the biorad multiqual control fluids: biorad level 1 (expected value = 9.0 ug/ml): 13.47, 14.37, 13.40, 13.06, 13.16, 13.29. Biorad level 3 (expected value = 58.0 ug/ml): 44.33, 63.10, 71.46, 75.53, 76.31, 74.33, 77.30, 79.23, 35.15, 45.24. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No vitros phbr patient results were reported out of the laboratory while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. This report is number seven of sixteen MDR's for this event. Sixteen 3500a forms are being submitted for this event as sixteen devices were involved. (B)(4).